Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling device was being used for the resection of the appendix. The led screen on the back of the stapler was scrambled and illegible. Despite the screen malfunction, the surgeon proceeded to use the handle. The first firing worked. For the second firing, the stapler would not fire. In order to resolve the issue and complete the case, used a new handle. The sales rep tried to turn the handle off by performing the sequence (down up x 3,green button x 2), however, after re-activating the handle with the charger, the screen was still scrambled. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of a photo and a video of one device. Visual examination of the photo and video show a black strip and random lines across the screen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.